Event description:
A bladder neck suspension procedure was performed februray 5, 1997 at another user facility. The patient returned to this user facility april 14, 1997 with acute pain and an abscess at the wound site. A CT performed revealed an anchor has dislodged and was free floating. The wound was drained and the patient underwent removal of both anchors and sutures. Follow up revealed the patient was diabetic and the anchors and sutures were removed easily from the patient. A diagnosis of osteomyelitis was confirmed. The patient was placed on antibiotics. The device has been detroyed by the user facility. Therefore, no failure analysis was available. Osteomyelitis of the symphsis pubis occurs most often as a secondary infection from an adjacent focus (after surgery). It may also result from hematogenous spread from bacteremia. Risk factors such as obesity, diabetes, and immunocompromised patients can further presispose the pubis to infection. "Surgical trauma and impaired vascular circulation can injure the periosteal integrity of the symphsis pubis, and leave the bone susceptible to infection. Any local infection, wound infection or abscess could then secondarily infect the bone.